Event description:
A healthcare facility reported that upon opening the boxes of the four rd900aeu neopuff infant resuscitators, frosty manometers were found. The numbers in the manometers cannot be seen.

Manufacturer narrative:
Please also reference MDR # 9611451-2008-00333, 9611451-2008-00472 and 9611451-2008-00473. The complaint device is currently being investigated. A follow up report will be provided once we receive the investigation report.